Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker¿s grade IV capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 550cc mentor memorygel, silicone breast implant experienced right sided baker¿s grade IV capsular contracture post procedure. The capsular contracture was diagnosed by a physician via physical examination. As a result, the device was removed on (B)(6) 2020.

Manufacturer narrative:
On january 14, 2021 additional information received indicated the serial number of the replacement device is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 9, 2020, indicated that the patient underwent unilateral replacement with cat#:3505504bc, sn#: (B)(6). Suspect device received on december 9, 2020. Device evaluation completed on december 15, 2020: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).